Manufacturer narrative:
The device involved in this complaint is: 1 x zib6-40-10-6.0 (lot no. C871665). From the information provided, the fractured stent remains implant in the patient and hence is not available for evaluation. With this information, a document based investigation was carried out. A review of the manufacturing records for lot no. C871665 of zib6-40-10-6.0 devices and associated stents did not reveal any discrepancies which could have contributed to this complaint issue. Prior to distribution, zilver 635 biliary devices are subject to visual inspection and functional checks to ensure device integrity. Images of the event have been received and have been forwarded for clinical review. On receipt of the image review, an relevant additional information will be provided in a follow up report. According to the initial reporter the patient did ot experience any adverse effects nor require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for any potential trends.

Event description:
Complaint description received stated that 'the product was probably broken while using. The physician had to put in another stent (wallstent) to keep he biliary duct open'. A section of the device did remain inside the patient's body. The zib remained in the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.